Manufacturer narrative:
The reported field event of loss of rf telemetry was seen in the laboratory due to review of the device image. Device image analysis indicated loss of rf telemetry was due to coarse tuning failure. The device was tested on the bench and no other anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an implantable pacemaker failed to interrogate via radio frequency during device preparation for an implant. Pacemaker was not used and no patient was involved in the event.